Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the return of the device, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified plum 360 infusion pump. It was reported that the device was removed from the patient and is currently sequestered in a special care nursery for logs to be pulled. The reporter stated that when new unknown fluids and unknown tubing were hung at approximately 1800 hours, umbilical artery catheter (uac) fluids were programmed to infuse at 2 ml/hr but went into keep vein open (kvo) mode after 1 hour of programmed total volume to be infused (vtbi). The kvo was reported to be infusing at 0.1 ml/hr and 1-hour total vtbi discrepancy in amount and time delivered with the same infusion. There was patient involvement and delay in therapy but no patient harm was reported.

Manufacturer narrative:
The device was not returned to the service hub for analysis and evaluation. Therefore, visual inspection and functional testing were not performed. A 12-month service did not indicate a similar event. No event history was received from the customer, and a review of the event history could not be performed; therefore, the reported complaint could not be replicated or confirmed. Since the device was not returned, no testing could be performed to determine if the device played a role in the adverse event. During the investigation of the reported event, the issue was due to their very low rate of infusion and resetting volumes every hour. As they increased the volumes to (B)(4)hours, no issues were encountered. The root cause of the customer¿s experience was most likely due to user error. Additional information - d9, d4, g4. Possible serial numbers - (B)(6). Information was provided regarding possible serial numbers of device that may have been used: - (B)(6) manufacturing date: 6/1/2021. - (B)(6) manufacturing date: 3/1/2021. - (B)(6) manufacturing date: 7/1/2021.